Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that the whole keypad is not working. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump alarm battery outlimit. Customer's blood glucose was unknown mg/dl. Customer stated the batteries wer out of pump greater than duration allowed. The customer was advised that is normal behavior and asked to monitor the device. The customer reported via phone call indicating that the insulin pump had frozen display. Customer's blood glucose was unknown mg/dl. After troubleshooting customer was done, customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No frozen display noted, the insulin pump powered up properly after battery installation, the operating currents within specification, no battery out limit alarms noted and no overheating noted. The insulin pump had minor scratches on the lcd window, cracked case at the display window corners, cracked battery tube threads, broken reservoir tube lip and missing the reservoir tube o ring.